Event description:
C-section: incision management system wouldn't shut off once secured to patient. Battery had to be removed in order to get pump to shut off. Foam dressing was secure around entire perimeter - but unable to use on patient due to non-functioning.